Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted. Visual and x-ray inspections of the lead revealed the helix to be clogged with blood/tissue . After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification.

Event description:
During a follow up, it was reported that the right ventricular (rv) lead was dislodged. The dislodgement was confirmed via diagnostic imaging. During the explant procedure of the rv lead, difficulty rotating the helix was experienced. The rv lead was replaced successfully, and the patient was stable.